Manufacturer narrative:
Zoll germany has received the autopulse nxt li-ion battery. The battery is being returned to zoll sj for further investigation to determine a root cause. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported the autopulse nxt li-ion battery (sn (B)(6) no longer charges in the autopulse nxt charger. The charger is able to successfully charge the other batteries in both bays without any problems. When the status button on the battery is pressed, the battery displays 4 green leds. It is unknown which color led was displayed on the nxt charger during/after the charging attempt. Unfortunately, the battery only lasts 10 minutes in use, which is not satisfactory during a resuscitation. The autopulse nxt platform failed during a resuscitation. The crew switched the battery to continue the call using the same platform. The platform is performing as intended using other batteries. No impact or consequence to the patient.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The nxt li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.